Manufacturer narrative:
No further information is available. The investigation is considered closed.

Manufacturer narrative:
Most recently, the boston scientific local area sales representative confirmed that there had been no setscrew involvement. The lead was cut and damaged by the physician when he was freeing up the existing pulse generator.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was damaged at implant, and as a result had to be surgically abandoned.